Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an ischemic stroke after the hm3 implantation and had not woken up since the surgery. A CT scan was done. The patient became an organ donor, and the pump was explanted to be returned. The patient passed away.

Event description:
The patient passed away on (B)(6) 2020.

Manufacturer narrative:
The evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues, and a correlation to the reported ischemic stroke could not conclusively be determined. The pump was returned assembled with the pump cable intact. The modular cable was connected to the pump cable via the in-line connector. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6), was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists stroke and death as adverse events that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01918 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The main cause of death was reported to be related to the central nervous system. A widespread cerebral infarction occurred due to cerebral artery thromboembolism which was suspected to have occurred during the left ventricular assist device (lvad) implant surgery. Then, cerebral edema and brain herniation occurred which led to the brain death on (B)(6) 2020. On (B)(6) 2020, the pump was removed and the patient's organs were donated. The device was functioning as expected at the time of death.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.